Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant there was abnormal resistance when attempting to extend the pacing lead helix. Upon realizing the movement was stiff the lead was removed from the patient's body and it was confirmed the lead helix was rigid and did not move properly. When the helix was managed to be turned, the component released abruptly, with a sudden jerk. Upon visual inspection, a whitish material was observed at the end, possibly a plastic residue or ¿nail¿-like piece which appeared to be partially obstructing the passage. The material showed a slight funnel-shaped deformation, which may have affected the fitting and threading. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the material was likely obstructing the screw outlet and once removed the material piece became visible.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the monolithic controlled release device that contains the steroid was extrinsically damaged. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.